Manufacturer narrative:
The patient sample was provided for investigation where it was tested twice on a second e 411 analyzer (serial number (B)(4)),resulting with hbsag values of 0.422 coi (non-reactive) and 0.463 coi (non reactive). Hbsag reagent lot number 385499, with an expiration date of october 2019 was used on this analyzer. After the initially reactive result, the sample was recentrifuged and repeated in another kind of tube. Therefore, a preanalytic issue is most likely the cause for the initially reactive result. Calibration and controls were within specifications. The investigation did not identify a product problem.  The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received questionable results for two patient samples tested with elecsys hbsag ii immunoassay on a cobas e 411 immunoassay analyzer. Of the two samples, one had a discrepant result. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. The sample initially resulted with an hbsag value of (B)(6) and repeated with a value of (B)(6). It is not known which result was believed to be correct. The serial number of the e411 analyzer was (B)(4).